Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. The foreign material cannot be removed even if the correct reprocess is performed due to the buckling of each channel or nozzle / the gap on the insertion section or the boot. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings were as follows: the grip had a scratch, the switch box had a scratch, the glue between the server plug-in and distal end was worn, the scope cover unit and scope connector had a scratch, the sheet holder unit had corrosion due to a water leak, the light guide lens had a chip, the connecting tube coating was observed to be peeling, the adhesive around the objective lens had discoloration, the adhesive around the light guide lens had a crack, and the universal cord coating was peeling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the duodenovideoscope, to the olympus service center for annual inspection. Upon inspection and testing of the returned device, it was observed the nozzle and connecting tube had foreign material, the distal end had residual liquid, and the inside of the light guide lens had foreign objects. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.